Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). Added: age, UDI, patient code.

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions. After review of medical records, patient was revised to address failed right total hip acetabular component with heterotopic bone formation. Revision notes stated that the acetabular component was 10 degrees anteverted and 70 degrees abducted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1169853, 1189119, 2423043, and x69d51. A search of the complaint database search finds one additional reported incident against lot code 2397401 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.